Event description:
This is the report 2 of 2: same event, same patient, 2 devices. MFR report numbers: 9615741-2016-00018; 9615741-2016-00019. It was reported the compression device did not engage the support device, there was too much friction. The surgeon was forced to use a hammer. This resulted in the compression device falling on the floor. It was reported the device was not in contact with the patient and there was no patient injury. Surgery was delayed by 15 minutes due to the product problem.

Manufacturer narrative:
Integra has completed their internal investigation on 3may2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history record was performed. Parts 519130nd lot f517 were manufactured on 25th april 2013. All results concerning critical dimensions are compliant with specifications. A review of the complaint system was performed. This is the seventh incident reported to newdeal about difficult insertion of compression device into support device for the past two years. As instruments pn 519110nd and pn 519130nd are reusable instruments and used for insertion of each panta nail implants surgery, the number of sold panta nail implants is taken. During the same time period, 1984 panta nail have been sold. The complaint rate for this kind of incident (confirmed incidents only) during the stated time period is 0.35 percent. It is the second event recorded for lot f517.37 items were manufactured for this lot. Lot failure rate is 5.40 %. Conclusion: the product was returned and the difficulty to assemble the support and compression device is not confirmed when we check the assembly of two devices. Following the results of the investigation, the incident is not confirmed.